Manufacturer narrative:
There was no ge employee visit to this site, therefore the repair is unknown.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The customer contact reports no patient information available.

Event description:
The hospital reported a malfunction allowing only volume control mode of mechanical ventilation. There was no report of patient involvement.